Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-02991. It was reported that the patient's s1 lead had high impedances. In turn, the patient underwent surgical intervention to address the issue. During the procedure, it was noted that the patient's l5 lead had high impedances also. As a result, the patient's l5 lead was explanted and replaced. The patient's l1 lead was not replaced (manufacturer report number: 1627487-2023-03008). Effective therapy was established post-operatively.